Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft4 ii assay result for one patient sample. The initial result was 76.1 pmol/l. The sample was tested using an abbott analyzer and the result was 12.1 pmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The customer used a cobas 6000 e 601 module. The serial number was requested but was not provided.

Manufacturer narrative:
Sample from the patient was provided for investigation. The investigation confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. This interference is documented in product labeling for the assay.